Event description:
It was reported the patient was unable to establish communication between her ipg and multiple external devices after not using/charging the device. A sjm representative confirmed the communication issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Field advisory #'s: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced which resolved the issue.